Event description:
Same case as mfg report #: 2134265-2009-06925. It was reported that a pt with occluded left upper arm av fistula was taken to interventional radiology suite for angioplasty. Procedure was performed under conscious sedation. After IV contrast was injected, there was stenosis noted just before the stent that was already in place as well as internal hyperplasia throughout the stent. An 8mm blue max balloon and a 10mm blue max balloon were used and inflated at different times for angioplasty. Both balloons ruptured and pieces of balloon material separated from each device. Balloons were inflated 8-12 atmospheres at time of rupture. A snare was used to capture the loose balloon material and physician was able to pull the material back into the stent itself. Another MFR's balloon catheter was then used in attempt to pull the balloon material back further, but this was not successful, therefore, the balloon material was left in the stent. Another MFR's covered stent was deployed across the stent that was already in place. Pt tolerated procedure well and was dismissed the day of the procedure. No known adverse effects at this time.

Manufacturer narrative:
A visual and microscopic examination noted that the balloon material was torn circumferentially at approximately 66mm distal to the distal end of the proximal balloon sleeve. The distal section of the balloon was not attached to the distal tip and was not returned for analysis. It was noted that there was a presence of dried blood inside the proximal section of the balloon. A tactile examination of the shaft did not reveal any other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as mfg report #: 2134265-2009-06925. It was reported that a patient with occluded left upper arm av fistula was taken to interventional radiology suite for angioplasty. Procedure was performed under conscious sedation. After IV contrast was injected there was stenosis noted just before the stent that was already in place as well as internal hyperplasia throughout the stent. An 8mm blue max balloon and a 10mm blue max balloon were used and inflated at different times for angioplasty. Both balloons ruptured and pieces of balloon material separated from each device. Balloons were inflated 8-12 atmospheres at time of rupture. A snare was used to capture the loose balloon material and physician was able to pull the material back into the stent itself. Another manufacturer's balloon catheter was then used in attempt to pull the balloon material back further but this was not successful therefore the balloon material was left in the stent. Another manufacturer's covered stent was deployed across the stent that was already in place. Patient tolerated procedure well and was dismissed the day of the procedure. No known adverse effects at this time.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. Add'l info from the user facility report: new blue max 8/8/75. 2 angioplasty balloon catheters. Expiration date: 07/2012. Additional device: blue max hi pressure 10/4/40. Catalog# 12-569. Lot# 12919646. Exp: 09/2012.